Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. At the time of the call with tandem technical support (cts), customer did not have a backup method of insulin therapy. Multiple follow up attempts were performed by cts to obtain additional information, however, customer did not respond. Customer¿s blood glucose level was 213 mg/dl.